Event description:
It was reported that the patient underwent a neurostimulator replacement. Impedance measurements were within range intraoperatively and postoperatively, however three days later all combinations were above 40,000 ohms except c/0 and c/8. A revision surgery was performed to confirm that the setscrews were tight and the contacts appropriately lined up. The surgery determined that the extensions had disconnected from the neurostimulator header block. The extensions were reconnected and manually tightened, and impedance measurements all looked good. Postoperatively the patient was doing fine with normal impedance values.

Event description:
Additional information received clarified that 2 to 3 hours after the patient got home from the implant surgery the patient situation was described as 'someone turned the switch off' with their symptoms not being controlled. It was noted that the company representative checked the implantable neurostimulator (ins) and found there was "no impedance/electricity not getting up to her lead." It was reported that the patient experienced an infection after the last surgery. Specifically, they were okay following the surgery for 2 days then began to get 'dizzy', developed a fever, and had redness with swelling (the size of a 'softball') around the incision. The following morning they contacted their physician with a complaint of shortness of breath and was directed to the ER. The patient was admitted to the hospital for 4 days where it was determined that they had a cellulitis which was treated. It was then reported that the infection resolved and the patient's therapy was working as intended. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Lead model unknown, lot# unknown, implanted: (B)(6) 2009, explanted: na; lead model unknown, lot# unknown, implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na.

Manufacturer narrative:
(B)(4).